Manufacturer narrative:
The reported device(s) are not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event(s) is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with 8f low profile plastic vortex port detached poly catheter filled sh valved introducers. It was reported that the valved introducer sheaths are breaking at the hub, while inside of the patient(s). It was reported that this has happened with multiple kits. The procedures were completed with different devices and no adverse effects or harm was experienced by the patients. Despite multiple good faith effort attempts, no further information has been provided.

Manufacturer narrative:
The customer's reported complaint of the valved introducer sheaths are breaking at the hub could not be confirmed since no sheath complaint sample was returned. Without receiving product for evaluation the root cause for this event could not be definitively determined. DHR review of the packaging and purchased component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. The dilator/sheath component is supplied to angiodynamics by the supplier great batch, ltd. Great batch has been notified of this reported event via scar004962 for DHR review of supplier lot. Per scar004962 results, great batch medical reviewed the DHR records for the noted lot and found no discrepancies related to this defect during manufacturing. No actions will be taken at this time due to no device analysis could be performed (sample not returned) and the complaint is unconfirmed. Labeling review: the directions for use (dfu) item number 14600340-01 that is provided in the reported kit contains the following directions and precautions: absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. · a blood return should be present prior to usage of device for any therapy or testing. · if the patient complains of pain, or there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Precautions to avert device damage and/or patient injury during catheter placement: · carefully follow the catheter to port connection technique provided in the dfu to ensure proper device connection and to avoid catheter damage. · assure tight connection between port body and catheter. · after implantation or any treatment via the port, the system should be flushed with normal saline for injection per institutional protocol. Potential complications use of an angiodynamics port system involves potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: catheter occlusion, malposition, dislodgement, fragmentation, migration, disconnection or rupture connecting the catheter a. Place catheter lock onto catheter. The catheter lock is bi-directional and can be mounted on the catheter in either direction. B. Trim the catheter to proper length at a 90° angle allowing sufficient slack to permit body movement, port connection and verify that the catheter is not kinked. C. Advance catheter over port stem to the midway point, slightly past the barb. D. Advance catheter lock until it engages with tactile and/or audible feedback. Note: to ensure proper assembly of port and catheter lock connector, a minimal gap (less than 0.5 mm) is expected. Note: if the catheter and locking collar are connected and then disconnected, the catheter proximal end must be re-cut to ensure a safe re-connection to the port. Precaution: prior to advancing the catheter lock connector, ensure that the catheter is properly positioned. A catheter not advanced to the proper region may not seat securely and lead to dislodgement and extravasation. The catheter must be straight with no sign of kinking. A slight pull on the catheter is sufficient to straighten it. Advancing the catheter lock over a kinked catheter may damage the catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).